Event description:
It was reported that prior to a generator change out procedure this right ventricular (rv) lead exhibited impedances issues and high thresholds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.